Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she is unable to see clearly, "the visual clarity is not there." The patient reported that without bright lighting, there is a blurring of vision both near and far and this is affecting her ability to read, see her computer at any distance or see clearly in a store. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.